Event description:
It was reported to philips that the allura device was displaying issues with movements. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry ipc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was displaying issues with movements. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that geo ipc had corrupted software following several power outages. To resolve the issue fse reinstalled the software, changed the bios battery and hard disk but the problem persisted so the fse replaced the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.